Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider states the facility alleges the wheel locks were broken. Provider states the way the facility has been pressing on the wheel locks has caused the screws to loosen and the wheel locks will not stay on the chair and lock.